Event description:
On 16 may 2025, we received a complaint from the field (see (B)(4) folder) from italy. The customer's complaint form reports "during the postoperative check the surgeon saw that the screw was broken on the top. When the screw was implanted it was undamaged and intact". We report this case to FDA because this screw is marketed in the us.

Event description:
On 16 may 2025, we received a complaint from the field (see cpt-3869 folder), from italy. The customer's complaint form reports "during the postoperative check the surgeon saw that the screw was broken on the top. When the screw was implanted it was undamaged and intact" we report this case to FDA because this screw is marketed in the us.

Manufacturer narrative:
After reception of the complaint, the device history record has been reviewed. The manufacturing process and the quality control documents were analyzed. It is confirmed that the screw is manufactured according to the predefined specifications and that there were no non-conformities observed during the production process. There have been in total (B)(4) units of this batch produced, from which 48 screws are already have been implanted. This is the first complaint we received for this batch. We asked the reporter for more background about this case and the reason of the surgical re-intervention. He informed us that there was no risk for the patient, but the patient asked for a re-intervention. According to our decision tree for reporting, this case is not reportable because it is not a serious incident under article 2 (65) MDR.